Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed to be due to faulty r-unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the cable unit was scratched and damaged and the rear end of the light guide fibers were broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H9/reporting number: <(B)(6)> added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the endoeye hd ii laparoscope experienced poor contact causing a bad image. The issue was found during reprocessing after an unspecified therapeutic procedure. The intended procedure was completed with the same equipment. The device was returned for evaluation. During the device evaluation, a green image was displayed due to a faulty outer tube and a purple image was displayed due to a faulty cable unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.